Event description:
A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 15 ml and the erv was 4 ml. The health care provider (hcp) aspirated yellow and cloudy fluid. The hcp re-accessed and aspirated a few drops of fluid that were clear. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model #: unknown, serial #: unknown, implanted on: unknown, explanted on: unknown. (B)(4).